Event description:
Procedure type: unk. According to the rptr: the surgeon used 12mm blunt tip trocar as the camera port in a lap surgery. He injected approx 25cc air to inflate the balloon on the blunt tip trocar. But after 10 to 15 mins of the surgery, gas leakage was noted and the trocar was failed to fix itself in place. The blunt tip was found bursted. The second one was used to replace the first defective one, but the same thing happened after about 10 mins. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to compete the procedure. No pt injury was reported.

Manufacturer narrative:
(B) (4).